Manufacturer narrative:
An event of mild paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record cannot be reviewed as the lot or serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 health effect - clinical code: code 4580 removed h6 health effect - impact code: code 4648 removed.

Event description:
It was reported that on an on (B)(6) 2022, a 27mm navitor valve was implanted in a patient. Post dilation was performed under rapid burst vent pacing, peak to peak gradient fell 78mmhg to 7mmhg, with mild paravalvular leak (pvl) post procedure. (B)(6) 2022, day one transthoracic echocardiogram (tte) showed navitor well seated; normal hemodynamics; ava 1.9; 2-3/4 pvl normal left ventricle (lv) function and the patient was discharged. On (B)(6) 2022, the patient was readmitted with ¿multifactorial increasing shortness of breath, chest x-ray unremarkable; bnp 159 trans-esophageal echocardiogram (toe) showed valve well seated; normal gradients; ¿complex jets x 3 pvl¿; overall 2-3/4 pvl, small prominent calcified protuberance on posterior aspect of aortic root, heavy calcification of aortic annulus and was put on spironolactone. On (B)(6) 2022, there was new moderate lv dilatation, the patient continue on spironolactone. On (B)(6) 2022, pvl unchanged, the patient denies sob, renal function declining. Diuretics adjusted. It was reported that on (B)(6) 2023, there was moderately dilated lv with normal lv function, normal hemodynamics and 2/4 pvl two jets continued on spironolactone and self titrating frusemide and clinically well. It is unknown if a surgical intervention was preformed. Patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown portico valve was implanted in a patient. On an unknown date, it was reportable that the patient had tpch or pvl and is schedule for surgical intervention on (B)(6) 2023. Patient status is unknown.